Event description:
It was reported by service report that the bed had power but none of the motors would operate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Microswitch out of adjustment.